Manufacturer narrative:
"Updated" fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: b6(type of investigation).

Manufacturer narrative:
E1(initial reporter): (B)(6). Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, conclusion), h11. A getinge field service engineer (fse) stated that tests were carried out with a trainer and external simulator which did not find any pressure detection problems on the machine. The ECG cable, however, appears to be damaged. Therefore, its replacement was recommended. The customer will purchase a new ECG cable on their own. Functional tests performed with positive results. The fault did not involve operators/patients. The equipment was returned to the customer for clinical use.

Event description:
N/a.

Event description:
It was reported by customer during routine check that the cs100 intra aortic balloon pump (iabp) unit had intermittent reading of the ECG signal issue. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.